Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. On (B)(6) 2016, the surgeon noticed that the electrode array appeared to have rotated over the optic disk. The patient reported seeing lights with the device turned off at this time. On (B)(6) 2016, the surgeon noted subretinal fluid accumulation and a retinal detachment. On (B)(6) 2016, the patient underwent revision surgery during which vitrectomy was performed and the array was rotated back into its original position. The detachment was treated with laser, and silicone oil was injected into the vitreous chamber. On (B)(6) 2016, the surgeon reported that the patient's eye looked good. The patient reported that he no longer saw flashes of light with the device turned off. There was no defect or malfunction of the device associated with this event.